Event description:
It was reported that the patient underwent a bilateral tmj replacement procedure approximately sixteen (16) years ago. Subsequently, the patient underwent a revision surgery due to an unknown reason approximately three (3) months ago. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Medical product - zimmer biomet tmj system left standard mandibular component catalog #: 24-6546 lot #: 897800, zimmer biomet tmj system right standard mandibular component catalog #: 24-6545 lot #: 897790, and zimmer biomet tmj system medium left fossa component catalog #: 24-6561 lot #: 853120. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00239, 0001032347-2022-00240, and 0001032347-2022-00241.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient underwent a tmj revision surgery due to significant trismus and heterotopic bone formation. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.